Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a morbidly obese patient had a vena cava filter deployed prior to bariatric surgery. The patient tolerated the procedure well and there were no complications. Approximately one year eleven months post filter deployment, the patient was scheduled for a filter removal procedure. Multiple attempts were made to cannulate the hook on the filter with a snare device but this was unsuccessful. An attempt was made with the use of a balloon to inflate and push the filter away from the wall of the vena cava but was also unsuccessful. The decision was made to conclude attempts at retrieval and additional interventions were thought to be more harm to the patient than good. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year and eleven months post filter deploy, multiple attempts were made to snare the filter during a scheduled filter retrieval procedure. The filter was unable to be removed and therefore left implanted. Therefore, the investigation is confirmed for retrieval difficulties resulting in the filter remaining implanted. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precaution: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a morbidly obese patient had a vena cava filter deployed prior to bariatric surgery. The patient tolerated the procedure well and there were no complications. Approximately one year eleven months post filter deployment, the patient was scheduled for a filter removal procedure. Multiple attempts were made to cannulate the hook on the filter with a snare device but this was unsuccessful. An attempt was made with the use of a balloon to inflate and push the filter away from the wall of the vena cava but was also unsuccessful. The decision was made to conclude attempts at retrieval and additional interventions were thought to be more harm to the patient than good. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.